Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Rust and corrosion was observed in the battery compartment and behind the display lens. A leak test was performed and a battery compartment leak was found. The pump was opened and there was evidence of moisture on the internal components of the pump. Unrelated to the complaint, the audio bolus button was found to be damaged/punctured. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 15-march-2017- correction to serial#.